Event description:
The initial reporter advised shiley of the patient's death following an alleged outlet strut fracture of the patient's bjork-shiley convexo-concave aortic heart valve.

Event description:
According to info in a copy of the post mortem examination, the pt initially experienced chest pain and became pale and diaphoretic at home. Upon arrival at the hosp, the pt was hypotensive and had extensive pulmonary edema. The pt went into cardiac arrest and resuscitation efforts were unsuccessful. The post mortem examination indicated that the disc of the aortic prosthetic valve was found "lodged at the bifurcation of the aorta." The post mortem report listed the cause of death as "acute left ventricular failure due to the mechanical failure of his prosthetic aortic valve."